Event description:
A device report from oberdorf indicated a hospital in ireland reported: during a procedure surgeon was using the cervic distractor. It was reported that despite that the distractor was locked in the o position it moved and caused a vessel to bleed.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. A handling test was performed and the device did hold in position as required. It was not possible to reproduce the complained malfunction. It was found that some of the movable parts are slightly rough-running, which can be traced back on the age of the distractor and missing lubrications. This finding has no influence on the functionality of the device. The manufacturing documents were reviewed and no deviation in the manufacturing process was found. No product fault could be detected.